Event description:
User facility reported a possible uterine perforation during an attempted novasure endometrial ablation. During follow-up on (B) (6) 2010, it was reported that there was an unsuccessful cavity integrity assessment (cia) test after several attempts to seat two disposable novasure devices in an "extremely retroverted uterus". The procedure was abandoned and a perforation was confirmed on post hysteroscopy. A laparoscopy followed and the perforation site was cauterized. The pt was discharged home following a brief recovery period. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a (B) (4) device). It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the second device not provided by the complainant, therefore the expiration date of the second device is not known. Serial number of the first disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The second device is not being returned therefore, a failure analysis cannot be completed. Lot number of the second device not provided therefore, the MFR date is not known. Device history record (DHR) review was conducted for the reported lot number of the first device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) precautions: pts with a severely retroverted uterus are at greater risk for uterine perforation during any uterine manipulation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).